Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that while a patient was on the unit, the check vent: blower temperature high alarm was activated. The unit was being used on a patient at the time the reported issue occurred however, there was no patient harm.

Manufacturer narrative:
The manufacturer¿s international service technician could not duplicate the phenomenon in run in tests however he was able to confirmed the blower temperature high issue from the error log. The manufacturer¿s international service technician replaced the blower assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.